Event description:
A malfunction alarm was reported with the pump, showing malfunction code malf 5. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy and was shipped a replacement pump.